Event description:
Edwards received information that a 21mm 3300tfxj aortic pericardial valve was explanted after an unknown implant duration due to aortic stenosis. There was no patient adverse events reported. The patient status was reported as 'under treatment'. There was no allegation of device malfunction. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information that a 21mm 3000j aortic pericardial valve, implanted approximately 13 years and three (3) moths, was explanted due to aortic stenosis. The device was explanted, and redo aortic valve replacement was performed with no patient adverse events reported. The patient status was reported as 'under treatment'. There was no allegation of device malfunction.